Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of booting to an error and the xy board was replaced to resolve. It was also noted that the electrocardiogram connector on the link electronic module was loose, there was a broken latch tab on the power cord bay and that the power supply was noisy. All found defective parts were replaced to resolve and all other identified issues were resolved. The unit passed all final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would start up but would then generate an error and would go no further. The programmer was returned for service. There was no patient involvement.